Event description:
It was reported that patient underwent an initial right total knee arthroplasty. Subsequently, the patient underwent a revision due to collapse of the medial tibial plateau. Attempts for additional information have been made and none provided.

Manufacturer narrative:
(B)(4). D10: unknown femoral component. Unknown articular surface. G2: event occurred in poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported from the healthcare professional that they had the impression the planned bone resections did not correspond to the planned ones. The bone resections that were performed were with a greater valgus than planned. The patient was satisfied post procedure, but after a few months, began to report pain. During the revision, no problems or complications were reported for the device. There were no patient-related factors that contributed to the event; the patient did not report any trauma. Attempts have been made and all available information has been provided.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event was unable to be confirmed. No product or images returned; visual and dimensional evaluations could not be made. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.